Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed on (B)(6) 2018, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Additional concomitant medical products: right mentor siltex round moderate profile 275cc saline prosthesis, catalog: 3542640, lot: 132167. (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent primary breast augmentation with mentor siltex round moderate profile saline prostheses, 275cc on the right and 300cc on the left. Deflation on the left breast prosthesis was diagnosed post procedure through a visual examination. As a result, the patient underwent removal and replacement with an unspecified mentor saline prosthesis on (B)(6) 2018.

Manufacturer narrative:
On 1/9/2019, the mentor failure analysis lab received the device for evaluation. Device evaluation summary: upon receipt by mentor, two devices were returned. Both devices returned without fluid. Yellow material was observed on both. No foreign material was observed on the shell surfaces. On device a, mentor product analysis lab discovered a rent measuring approximately 0.4 cm on the anterior aspect. Microscopic examination was performed. No evidence of instrument damage was observed. No other anomalies were discovered. On the other hand, device b presented a rent measuring approximately 1.2 cm on the anterior aspect. Microscopic examination was performed. No evidence of instrument damage was observed. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage or the etiology of the yellow material found on the device. There is no evidence that the issue is related with manufacturing. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).